Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3; b4; b5; d1; d2; d4; g1; g3; g4; g6; h1; h2; h4; h6. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately two (2) years and five (5) months post-implantation due to disassociation of the taper and baseplate. During the revision, the taper and glenosphere were exchanged. Additionally, the humeral tray and bearing were also revised as it was seen they were worn as a secondary failure as a result of the disassociation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110031426; lot# 66064912. Item# 110031405; lot# 665289451. Item# 115313; lot# j74370951. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately two (2) years and five (5) months post-implantation due to disassociation of the taper and baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided of the taper adaptor or baseplate; visual and dimensional evaluations could not be performed. Visual examination of the provided picture of the explanted humeral tray and bearing identified the bearing has abnormal wear on the edge/lip. The secondary reported wear on the bearing is confirmed from the provided picture and consistent with wear that would occur from disassociation, however the disassociation event is not confirmed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.